Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer continued to use the pump for insulin therapy.